Event description:
It was reported that, during an unspecified surgery, the 2.5 mm evos sm fixed handle linear hex driver broke when surgeon was torque-ing the screw against plate. Surgery was delayed less than 5 mins while a s&n back-up device was retrieved. The patient was not harmed.